Manufacturer narrative:
A ge oec svc rep investigated the issue and was denied access to the sys due to use in procedures. Svc re-scheduled and eventual issue isolated to a defective single board computer that was removed and replaced, the sys re-calibrated and configured. Cmos was set-up and the transport loop was also replaced. The sys was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to , or wold not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 6800 fluoroscopy system was slow to boot up or wold not boot up at all.